Manufacturer narrative:
There were multiple attempts to try and get sensor back, but the rep confirmed that they can not locate the sensor. It is believed the customer disposed of it.

Event description:
User reported that the sensor did not stop when the safe level was enabled.